Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow-up, oversensed signals were observed. Programming changes were made. Patient is stable.

Event description:
New information received indicated that programming changes were made for post-paced t-wave oversensing episodes, which were observed on (B)(6) 2016.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed through remote transmission. Programming changes and further testing were recommended.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes and further testing were recommended.